Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of the visual issue was confirmed. Device evaluation found that the reported issue was due to a faulty cable. Additionally, other evaluation findings include the following: deep scratches on the electrical pins of the connector and a faded label on the rear cover. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): "if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation." The most likely cause of the issues were cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head had a visual issue and unknown error code. The customer noted that the error messages were resolved. The issue occurred during preparation for use, prior to sedation, for an unspecified procedure. The intended procedure was completed with a similar device with no surgical delay. No other devices were connected to the subject device when the event occurred. There were no reports of patient harm.